Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Customer's blood glucose (bg) level was between 32-158 mg/dl. Customer suspects the cause of low bg was a steroid treatment. Customer consumed items with sugar to resolve low bg.